Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawers 6 and 7 were failed/broken. A field service engineer (fse) worked with the user remotely and over the phone and found that auxiliary full height drawer 6 and matrix drawer 7 had failed. The user elected to replace the full-height cubie drawer instead of replacing parts. The retractor was in pieces, and the drawer had been slammed closed, causing parts to fall out. The user and fse were unsure if the boards shorted or if the rails were affected. User and fse were able to get the matrix drawer working but planned to replace it with a new drawer and cover. The user tested drawer 7. Ordered a full-height cubie drawer and a matrix drawer with cover. Later, the fse replaced both drawers auxiliary full height 6 and auxiliary matrix 7. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 and 7 had failed/broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.